Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to nose bleeds, the patient also alleged having bacterial infection because of the machine and the patient is on antibiotics. The patient also alleged nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded. Patient alleged hospitalization due to nose bleeds, bactrial infection because of the machine and the patient is on antibiotics.the patient also alleged nasal/throat irritation or soreness. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (added 2420 and 1735, removed 4464) corrected and updated in this report.